Event description:
Mentor smooth, cohesive gel implants in 2007. (B)(6) 2019 - hand and foot pain; saw doctor. (B)(6) - increasing hand, wrist and foot pain and stiffness. (B)(6) - increasing hand, wrist and foot pain and stiffness; returned to doctor. (B)(6) - pain and stiffness increase exponentially; saw doctor and referred to rheumatologist. Suspected ra or related condition. No family history of autoimmune illness. Also experienced intermittent breast pain and itching since 2009. FDA safety report ID # (B)(4).